Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a red heart alarm and 0 flows noted. The pt exchanged to a back-up system controller and the issue was resolved.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.